Event description:
Additional information was received from the rep. The cause of implant migration and tension along extensions is unknown. It is unknown if any additional actions/interventions will be performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the extension wires were replaced and the battery was moved to the abdomen. No further issues at this time.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial#: (B)(6), implanted: on (B)(6) 2024, product type: extension. Product ID: b3400060, serial#: (B)(6), implanted: on (B)(6) 2024, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot#: (B)(6), ubd: 16-jul-2026, UDI#: (B)(4). Product ID: b3400060, serial/lot#: (B)(6), ubd: 21-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's implant migrated upward, and there was significant tension along the path of the extension wires along the neck. No external/environmental factors were identified that may have led or contributed to the issue. Surgical revision of the extension wires and battery is planned for early 2025. The issue was not resolved at this time.

Event description:
The manufacturer representative provided additional information, reporting that the extensions were discarded by the hcp.

Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The revision procedure was cancelled for unknown reasons. It is unknown if it will be rescheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.